Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he had experienced a hypoglycemic episode, while shopping at borders. Pt lost consciousness and paramedics were called. Paramedics measured pt's bg at 29 mg/dl. Pt reports that cgm was 106 mg/dl the last time he recalls reading his values. During his call to dexcom technical support, pt reports he was feeling fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.